Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. Customer¿s blood glucose value was between 120-130 mg/dl. Customer was able to successfully fill the cartridge with the original syringe.